Event description:
It was reported that there were "ndct" alarms at start up. The event occurred during testing. There was no delay in therapy. There was no physical damage and no customer damage reported. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the rear housing had an opening jag near by latch lock, latch lock was worn and rusty, and the downstream sensor and upstream sensor seal were contaminated. The event history log was unable to be downloaded due to blank screen alarming. Functional testing was unable to replicate the reported issue; however, fluid ingression was found on the downstream sensor. The most probable root cause was determined to be fluid ingression on the downstream sensor. The downstream sensor was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.